Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-09454. It was reported that when the patient presented in the hospital, pocket infection was observed. The device system was explanted and replaced four days later. The physician did not allege the infection was related to device or procedure. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.